Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a permanent pacemaker was not implanted. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a membranous septum length from 0.0 mm to 2.6 mm and pre-existing right bundle branch block, the valve was deployed to node 3 at a depth of 3 mm on the non-coronary cusp (ncc) according to the cusp overlap view. At this depth, complete atrio-ventricular block was observed. Subsequently, the valve touched the greater curvature side of the annulus during deployment causing the valve to dislodge slightly upward to a new depth of 0 mm on the ncc and 4 mm on the left coronary cusp. The complete atrio-ventricular block did not improve following the valve implant and the patient left the procedure with temporary pacing still in place. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6. Device code a051201 was inadvertently omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a membranous septum length from 0.0 mm to 2.6 mm and pre-existing right bundle branch block, the valve was deployed to node 3 at a depth of 3 mm on the non-coronary cusp (ncc) according to the cusp overlap view. At this depth, complete atrio-ventricular block was observed. Subsequently, the valve touched the greater curvature side of the annulus during deployment causing the valve to dislodge slightly upward to a new depth of 0 mm on the ncc and 4 mm on the left coronary cusp. The complete atrio-ventricular block did not improve following the valve implant and the patient left the procedure with temporary pacing still in place. No additional adverse patient effects were reported. Additional information was received that a permanent pacemaker was not implanted. No additional adverse patient effects were reported.